Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings of "289 and 115 mg/dl." On 02/17/2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 3 times per day and manages her diabetes with actos and glipizide. On an unspecified date, the patient reportedly took her blood glucose on the subject meter before bedtime and obtained a blood glucose reading of "289 mg/dl." The patient indicated that her blood glucose usually averages at 170 mg/dl at bedtime. Later that night, the patient woke up having symptoms described as "sweats, woozy, nausea, and rapid heartbeat," and tested at "115 mg/dl" obtained on the subject meter. The patient felt that the "115 mg/dl" did not correlated with the symptoms she had. The patient further explained that she does not have symptoms until her blood glucose is around 62 mg/dl. That night, the patient administered self treatment with food/drink and felt better soon after. The patient indicated that she had two hypoglycemic episodes during the middle of the night. Reportedly, her glipizide medication was decreased from 40 mg to 20 mg per day by her doctor "a couple of months ago." Since her medication was decreased, the patient indicated that she has not encountered the alleged symptoms during the middle of the night. During troubleshooting, the customer care advocate noted that the patient did not have any control solution to perform a quality test. This complaint is being reported because the patient claimed that she was having symptoms that can be associated with hypoglycemia while she was using the lfs products and obtained the alleged inaccurate high readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.